Event description:
Event description: it was reported that: at the end of the farapulse pvi procedure, when trying to find the last pv to do the exitblock testing, the guidewire started to behave strangely, the guidewire became harder to move and finally, the tip was not able to be retracted fully into the catheter. This led to that the ripv was not tested for exitblock but the procedure was finished. Can you please provide photo/s if there is any yes how was the issue resolved? What troubleshooting steps were taken? The physician decided to end the procedure without doing the exitblock test in the ripv. Product name starter performance issue? Yes if yes, what was the issue? The guidewire was not able to retract all the way into the farawave catheter but get stuck at the start of the rosen tip. When was issue identified? During procedure: after ablation product name farawave catheter performance issue? Yes if yes, what was the issue? Starter guidewire was not able to retract all the way back into the catheter, when the guidewire tip reached the catheter tip, it started to pull the catheter tip back into a basket shape. When was issue identified? During procedure: after ablation patient death? No patient complication(s)? No. Event date: 2024-4-15.

Manufacturer narrative:
No device returned for analysis. As reported: "it was reported that: at the end of the farapulse pvi procedure, when trying to find the last pv to do the exitblock testing, the guidewire started to behave strangely, the guidewire became harder to move and finally, the tip was not able to be retracted fully into the catheter. This led to that the ripv was not tested for exitblock but the procedure was finished. Can you please provide photo/s if there is any yes how was the issue resolved? What troubleshooting steps were taken? The physician decided to end the procedure without doing the exitblock test in the ripv." Initial lot history record has been concluded upon receiving the incident complaint on the 17th of april 2024. A lot history records review was carried out on the packaged finished good lot number 7708425 and sub-assembly lots (7523672 & 7523673). The effected lot history records were reviewed. The reported damage is: "functional: advancing issue". The guidewire lot number 7523672 was inspected on the 27th of july 2023, and the guidewire lot number 7523673 was inspected on the 09th of august 2023. Visual and tactile inspection was carried out at 100% during the production manufacture. Each guidewire was checked through a calibrated bushing during production manufacture. An s- 1.0 sample is taken by quality department. Break strength testing is also carried out at the end of a work order, where an s-10.0 sample of final good quantity is taken. The break strengths passed. The lot history records were reviewed for any temporary deviations (td's) or non- conformances (ncr's) that may have contributed to the incident. There was one deviation (td's) applied to both lot numbers stating "td-02191-0: lv break strength: associate to test an increased sample size of s-4.0 for all line b/rosen orders per q078". This td had no impact on the finished goods. There were no non-conformances (ncr's) applied to any finished goods. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.2 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is below the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "device interaction", "improper handling", and/or "undetermined cause" appears to have impacted on the event as reported.

Event description:
Event description: it was reported that: at the end of the farapulse pvi procedure, when trying to find the last pv to do the exitblock testing, the guidewire started to behave strangely, the guidewire became harder to move and finally, the tip was not able to be retracted fully into the catheter. This led to that the ripv was not tested for exitblock but the procedure was finished. Can you please provide photo/s if there is any yes how was the issue resolved? What troubleshooting steps were taken? The physician decided to end the procedure without doing the exitblock test in the ripv. Product name starter performance issue? Yes if yes, what was the issue? The guidewire was not able to retract all the way into the farawave catheter but get stuck at the start of the rosen tip. When was issue identified? During procedure: after ablation product name farawave catheter performance issue? Yes if yes, what was the issue? Starter guidewire was not able to retract all the way back into the catheter, when the guidewire tip reached the catheter tip, it started to pull the catheter tip back into a basket shape. When was issue identified? During procedure: after ablation patient death? No patient complication(s)? No. Event date: 2024-4-15.

Manufacturer narrative:
No device returned for analysis. As reported: "it was reported that: at the end of the farapulse pvi procedure, when trying to find the last pv to do the exitblock testing, the guidewire started to behave strangely, the guidewire became harder to move and finally, the tip was not able to be retracted fully into the catheter. This led to that the ripv was not tested for exitblock but the procedure was finished. Can you please provide photo/s if there is any yes how was the issue resolved? What troubleshooting steps were taken? The physician decided to end the procedure without doing the exitblock test in the ripv." Initial lot history record has been concluded upon receiving the incident complaint on the (B)(6) 2024. A lot history records review was carried out on the packaged finished good lot number 7708425 and sub-assembly lots (7523672 & 7523673). The effected lot history records were reviewed. The reported damage is: "functional: advancing issue". The guidewire lot number 7523672 was inspected on the (B)(6) 2023, and the guidewire lot number 7523673 was inspected on the (B)(6) 2023. Visual and tactile inspection was carried out at 100% during the production manufacture. Each guidewire was checked through a calibrated bushing during production manufacture. An s- 1.0 sample is taken by quality department. Break strength testing is also carried out at the end of a work order, where an s-10.0 sample of final good quantity is taken. The break strengths passed. The lot history records were reviewed for any temporary deviations (td's) or non- conformances (ncr's) that may have contributed to the incident. There was one deviation (td's) applied to both lot numbers stating "td-02191-0: lv break strength: associate to test an increased sample size of s-4.0 for all line b/rosen orders per q078". This td had no impact on the finished goods. There were no non-conformances (ncr's) applied to any finished goods. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis (B)(4) was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is below the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "device interaction", "improper handling", and/or "undetermined cause" appears to have impacted on the event as reported. The risk assessment for the guidewires: ptfe product was completed using the applicable failure matrix analysis "dfmea" ((B)(4)). A review and summary concluded: line 241 in the aforementioned dfmea states "peri-procedural risks (occurring before, during and/or after procedure)" notes that "difficulty advancing catheter and/or treatment device" potentially leads to "minor procedural delay", with "device interaction", "improper handling", and/or "undetermined cause" as potential root causes, with the affect as "no harm to patient" and/or "guidewire replacement". Analysis of the failure mode for the hazard(s)/ hazardous situation in question demonstrates an occurrence rating of 2 and a severity rating of 2. According to the (B)(4) [?]risk management procedure'; rev. D an occurrence rating of 2 equates to [?]remote' probability of occurrence of this hazardous situation between >1ppm and <250ppm. The current rating of 0 parts per million is below expected levels. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea and does not exceed the expected occurrence rate. Design mitigation activities describe for this instance: · design cannot eliminate this failure mode but may mitigate it.

Manufacturer narrative:
The sample was returned in bubble wrap, enclosed in a cardboard dhl envelope. The device was then double bagged in a ziplock style bag marked biohazard. The bag had a sticker displaying information about the returned guidewire. The device was returned in a catheter with a clip attached. A visual and tactile examination of the returned guide wire was completed, and the following features were observed: the guidewire returned still inside the catheter. The guidewire could not be removed from the catheter. Approximately 2cm of the guidewire was exposed at the distal side, and approximately 44cm of the guidewire was exposed from the proximal side. There was a portion of overstretched coils approximately 0.3cm from the distal tip. There were portions of misalignments approximately 0.7cm, 0.8cm, and 1cm from the distal tip. There was a bend present approximately 32cm from the proximal end. Fingerpull test was performed on the returned guidewire confirming that the guidewire was intact. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. The distal joint and proximal joint were both intact. No other damage was noted on the returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.4 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is below the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper handling by physician," and/or "operational context" appears to have impacted on the event as reported.

Event description:
Event description: it was reported that: at the end of the farapulse pvi procedure, when trying to find the last pv to do the exitblock testing, the guidewire started to behave strangely, the guidewire became harder to move and finally, the tip was not able to be retracted fully into the catheter. This led to that the ripv was not tested for exitblock but the procedure was finished. Can you please provide photo/s if there is any yes how was the issue resolved? What troubleshooting steps were taken? The physician decided to end the procedure without doing the exitblock test in the ripv. Product name starter performance issue? Yes. If yes, what was the issue? The guidewire was not able to retract all the way into the farawave catheter but get stuck at the start of the rosen tip. When was issue identified? During procedure: after ablation product name farawave catheter performance issue? Yes. If yes, what was the issue? Starter guidewire was not able to retract all the way back into the catheter, when the guidewire tip reached the catheter tip, it started to pull the catheter tip back into a basket shape. When was issue identified? During procedure: after ablation patient death? No patient complication(s)? Noevent date: 2024-4-15.